Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images and video confirmed damage and a bend in the pump cable that appeared cosmetic; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted photographs and video found a small tear in the outer jacket on the external portion of the pump cable that exposed the underlying armor layer; however, there was no evidence of damage to the armor layer or underlying layers. The pump cable inline connector bend relief was observed missing. Additionally, there was a bend/kink in the pump cable adjacent to the superficial tear. The submitted controller event log files collectively contained events from 29feb2024 through 14mar2024. An active driveline communication fault alarm, lasting at least 2 hours, was captured on 12mar2024. The driveline communication fault alarm cleared with a modular cable exchange on 14mar2024 and did not reoccur; refer to the modular cable investigation regarding this alarm. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device (lvad) to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication hazard alarm after a physical activity in the evening. The driveline was reported to have been damaged and covered by special silicone cover. The modular cable was successfully replaced and the alarm resolved. Further review of the submitted photos of the driveline revealed that the pump cable inline connector bend relief was missing and there was a bend/ kink in the pump cable. Additionally, a superficial tear in the pump cable outer jacket that exposed the underlying armor layer was observed; however, there was no evidence of damage to the armor layer or underlying layers.